Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a femoral fixation device on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to patient symptoms returning. It was discovered during the revision that the top button was loose and only one (B)(6) was present. No further information has been provided to date.